Event description:
Patient further reported baker grade iii for the capsular contracture, "radial folds", and "severe pain". Patient reported events not related to the device as follows: "muscle aches, fatigue, headache, memory and concentration problems, alopecia, compromising their physical health and working life activity", "sparse cysts" , "palpation", and ¿symptoms related to autoimmune disease¿.

Manufacturer narrative:
A review of the device history record has will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture; "fear" due to the recall.

Event description:
Patient reported right side "series of health symptoms", "indisposition", "fear" due to the recall, and capsular contracture baker grade unknown. Device remains implanted.